Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. The kink did not prevent fluid from exiting the distal tip of the soft cannula during initial testing. However, during a leak test a tear was found in the exposed portion of the soft cannula. Fluid was observed exiting the tear. The tear did not contribute toward the reported symptom codes. The cause and exact timing when the tear occurred could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was kinked, the timing and cause of the kink is unknown.

Event description:
It was reported the needle deployed late and the cannula was bent. The patient's blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod for between 25 and 36 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.